Event description:
The customer reported that he attempted to prime his insulin pump, but the device alarmed motor error. The customer called back and stated that he is currently in the hospital due to high blood glucose. The caller stated that the nigh before, the insulin pump did not rewind during the prime process. The customer's blood glucose reading at time of call was 205mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The customer mentioned that he did not have an additional infusion set or reservoir to perform the displacement test. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion, prime, and displacement test. The device was received with stuck motor error alarm loop during the bolus delivery, and error alarms were confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing.